Event description:
Philips received a complaint from a philips field biomedical engineer (bme) reporting that the power cord on the v60 ventilator was damaged and not working. The device was not in clinical use. The issue was identified during a preventative maintenance (pm) service evaluation. There was no harm or other impact reported. The device did not meet specification for intended use and was removed from service. The bme replaced the power cord and retested the device. All performance verification tests (pvt) were successfully completed per the v60 pm procedure. The device was operational and returned to service after repairs were completed.